Manufacturer narrative:
A medtronic rep reported the site was using a bent probe when the inaccuracy occurred, probe replaced. Replaced camera, eval found camera to be fully functional. Accuracy on s7 verified; no problems found. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported an issue with the site o-arm and s7. Spins were taking 5 - 10 minutes to transfer over. After the scan was transferred, an inaccuracy of 20 mm was noted, alleging the misplacement of a spinal screw. The surgery was completed without navigation or imaging. There was no impact on the pt outcome.